Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("spotting") in a (B)(6) year-old female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, suicide attempt and cholecystectomy. Concurrent conditions included nickel sensitivity (since 1994), pulmonary embolism, chronic lumbago, depressive disorder, venous embolism, thrombosis, anxiety, migraine, chronic insomnia, bipolar disorder, depression, acute bronchitis, asthma, amphetamine abuse, uti, night terrors, closed fracture of hamate (unciform) bone of wrist, tobacco user, drug overdose, encephalopathy, bacterial vaginosis, dysphoria, gonorrhea, memory loss, scoliosis and dyslexia. Concomitant products included lamotrigine (lamictal) from 2014 to 2016 for bipolar disorder, sufentanil citrate (sufentanil narco-med) from 2014 to 2016 for pelvic pain as well as hydrocodone bitartrate;paracetamol (norco), ibuprofen and warfarin. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain") and back pain ("severe and persistent abdominal back pain"). On an unknown date, the patient experienced bipolar disorder ("bipolar disorder"), depression ("depression") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, bipolar disorder, depression and allergy to metals outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bipolar disorder, depression and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2011: liver: normal size and echotexture. No significant masses. Biliary multiple shadowing stones and non-shadowing stones versus sludge. Stones are mobile. Gallbladder is distended. Sonographic murphy sign was elicited. Significant dilation of the common bile duct measuring 15.4 mm. X-ray limb - on (B)(6) 2016: no visible acute bony or joint abnormality. Diagnostic results: on 2010 gallbladder removal and pulmonary embolism was done. On (B)(6) 2010 hysterosalpingogram was done. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received. Reporters information updated. Lot no. Added. Endometrial ablation performed concomitantly with the essure micro-insert implantation nos were added as surgery of vaginal hemorrhage. Medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("spotting") in a 26-year-old female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, suicide attempt and cholecystectomy. Concurrent conditions included nickel sensitivity (since 1994), pulmonary embolism, chronic lumbago, depressive disorder, venous embolism, thrombosis, anxiety, migraine, chronic insomnia, bipolar disorder, depression, acute bronchitis, asthma, amphetamine abuse, uti, night terrors, closed fracture of hamate (unciform) bone of wrist, tobacco user, drug overdose, encephalopathy, bacterial vaginosis, dysphoria, gonorrhea, memory loss, scoliosis and dyslexia. Concomitant products included lamotrigine (lamictal) from 2014 to 2016 for bipolar disorder, sufentanil citrate (sufentanil narco-med) from 2014 to 2016 for pelvic pain as well as hydrocodone bitartrate;paracetamol (norco), ibuprofen and warfarin. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain") and back pain ("severe and persistent abdominal back pain"). On an unknown date, the patient experienced bipolar disorder ("bipolar disorder"), depression ("depression") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, bipolar disorder, depression and allergy to metals outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bipolar disorder, depression and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2011: liver: normal size and echotexture. No significant masses. Biliary multiple shadowing stones and non-shadowing stones versus sludge. Stones are mobile. Gallbladder is distended. Sonographic murphy sign was elicited. Significant dilation of the common bile duct measuring 15.4 mm. X-ray limb - on (B)(6) 2016: no visible acute bony or joint abnormality. Diagnostic results: on 2010 gallbladder removal and pulmonary embolism was done. On (B)(6) 2010 hysterosalpingram was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("spotting") in a 26-year-old female patient who had essure (batch no: 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, suicide attempt and cholecystectomy. Concurrent conditions included nickel sensitivity (since 1994), pulmonary embolism, chronic lumbago, depressive disorder, venous embolism, thrombosis, anxiety, migraine, chronic insomnia, bipolar disorder, depression, acute bronchitis, asthma, amphetamine abuse, uti, night terrors, closed fracture of hamate (unciform) bone of wrist, tobacco user, drug overdose, encephalopathy, bacterial vaginosis, dysphoria, gonorrhea, memory loss, scoliosis and dyslexia. Concomitant products included lamotrigine (lamictal) from 2014 to 2016 for bipolar disorder, sufentanil citrate (sufentanil narco-med) from 2014 to 2016 for pelvic pain as well as hydrocodone bitartrate;paracetamol (norco), ibuprofen since 2014 and warfarin. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain") and back pain ("severe and persistent abdominal back pain"). On (B)(6) 2018, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced bipolar disorder ("bipolar disorder"), depression ("depression") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, bipolar disorder, depression and allergy to metals outcome was unknown and the abdominal pain, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bipolar disorder, depression, dyspareunia and vaginal haemorrhage to be related to essure. The reporter commented: *plaintiff would like essure removed to help alleviate my symptoms, and plaintiff would like to have another child. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen: on (B)(6) 2011: liver: normal size and echotexture. No significant masses. Biliary multiple shadowing stones and non-shadowing stones versus sludge. Stones are mobile. Gallbladder is distended. Sonographic murphy sign was elicited. Significant dilation of the common bile duct measuring 15.4 mm. X-ray limb: on (B)(6) 2016: no visible acute bony or joint abnormality. Diagnostic results: on 2010 gallbladder removal and pulmonary embolism was done. On (B)(6) 2010 "hysterosalpingogram" was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received, new reporter, concomitant medication date event new painful intercourse were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.